Event description:
There was no patient involvement.

Manufacturer narrative:
Additional information provided: b3, b.5 & h.6.

Manufacturer narrative:
The customer report of a pm/ calibration issue was confirmed during servicing activities. This reported event and subsequent repairs were investigated through the service repair process. The pressure and ail sensors were replaced. The proximate causes for the customer's report are as follows: the ail sensor was confirmed to be faulty due to electrical failure (B)(4). The upper pressure transducer was confirmed to have electrical failures (B)(4).

Event description:
It was reported that device will not calibrate for pressure.

Manufacturer narrative:
H10:this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed , which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of pm/ calibration was confirmed during servicing activities. There was no reported patient involvement. The device is used for therapeutic purposes.